Manufacturer narrative:
Isi has not received the green stapler 45 reloads or the stapler 45 instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. According to the system logs, the stapler 45 instrument successfully fired green stapler 45 reloads, and all firings were completed. This complaint is being reported due to the following conclusion: after undergoing an uneventful da vinci-assisted gastrectomy procedure, the patient was found to have a post-operative staple line leak and became septic. The surgeon alleged that the staple line leak was caused by malformed staples. The patient underwent an open laparotomy procedure to repair the anastomosis. However, at this time, the root causes of the customer reported failure mode and post-operative complication are unknown.

Event description:
It was reported that after undergoing a da vinci-assisted gastrectomy procedure, the patient experienced a staple line leak and became septic. As a result, the patient underwent a traditional open procedure to repair the anastomosis. On 28-mar-2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the primary gastrectomy procedure which was performed on (B)(6) 2018. During the da vinci surgical procedure, it was reported that 3 green stapler reloads were used and there were no reported intra-operative complications or a malfunction of the da vinci surgical system. There were also no reported stapler errors or clamping, firing, unclamping issues. A couple of months post-operatively, the patient became septic and a proximal staple line leak was found. According to the csr, the surgeon claimed that during the open surgery to repair the leak, some of the staples did not have the b-shaped formation. Therefore, the surgeon alleged that the malformed staples caused the staple line leak. The csr did not know what date the open surgery was performed. It is reported that the patient is in a stable condition. Isi had made multiple attempts to contact the surgeon to obtain additional information; however, there was no response.